Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no signs of any physical damage. The simulated treatment was performed and completed without any failures or problems. A (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 0. This shows that the received cycler will properly alarm if a drain problem occurs. The weighed and programmed displayed fill values were within tolerance. Valve actuation test passed. System air leak test passed. Load cell calibration passed. The reported symptoms were not confirmed with testing. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported drain issues during treatment. Follow up with the patient's peritoneal dialysis nurse (pdrn) indicates that the patient remained asymptomatic during this pd cycle. (B)(6). The reported drain volume of 4703ml was 214% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention as a result of the overfill.